Event description:
It was reported that a pediatric patient who was less than two years of age experienced breakdown of suture five days post operatively. The surgeon removed the suture in the office and reclosed the wound with chromic gut suture. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.